Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implantation of the device a hematoma formed. The hematoma was resolved by incision and drainage. The patient is in good condition following the procedure.